Manufacturer narrative:
On (B)(6) 2017 the patient matched department provided a planning review of this case, reporting as follows: our analysis of the planning process of this case found no deviations from the standard procedures. Each step has been performed correctly. Batch reviews performed on 12 october 2017. Lot 161661: (B)(4) items manufactured and released on 11 april 2016. Expiration date: 2021-03-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 4/14 mm right, code 02.12.0414fr, lot. 144285 (k121416) lot 144285: (B)(4) items manufactured and released on 22 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 4 right, code 02.07.1204r, lot. 147379 (k090988) lot 147379: (B)(4) items manufactured and released on 16 february 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 3, code 02.07.0035rp, lot. 160953 (k090988) (B)(4) items manufactured and released on 09 may 2016. Expiration date: 2021-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The cause of the instability is unknown. The surgeon revised all medacta hardware and re-implanted new hardware. The surgery was completed successfully.